Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads: upn: m365db2202450. Model: db-2202-45. Serial: (B)(4). Lot: 5177205. Product family: dbs-linear leads: upn: m365db2202450. Model: db-2202-45. Serial: (B)(4). Lot: 5177301. Product family: dbs-extension: upn: m365nm3138550. Model: nm-3138-55 7059969. Serial: (B)(4). Lot: 7059969. Product family: dbs-extension: upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(4). Lot: 7060354. Product family: dbs-lead fixation: upn: m365db4600c0. Model: db-4600-c. Serial: n/a. Lot: 24474550. Product family: dbs-lead fixation: upn: m365db4600c0. Model: db-4600-c. Serial: n/a. Lot: 24524518.

Event description:
It was reported that the patient experienced a rare bacterial infection. The symptoms were redness and puss at the implantable pulse generator (ipg) site in the chest and at the deep brain stimulation lead site in the head. Additionally, fingernail marks were found on and around the ipg site and indicated the patient had been picking. The patient initially underwent an explant procedure where the ipg and lead extensions were removed. It was then found that this infection was also located at the lead sites and therefore, the patient underwent an additional procedure several days later to remove the leads and burr hole covers. The patient was doing well postoperatively. It was noted that antibiotics had been administered at the time of implant, however, it was unknown if or what medication may have been administered after. The physician further assessed the infection was not device related and that the patient may have been implanted too soon after the first infection (MFR. 3006630150-2019-02593). The explanted devices will not be returned as they were discarded by the medical facility.